Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit has an old elan uim. Would require that the gas delivery engine and uim needs to be replaced. However, the customer decided not to repair the vent at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator user's interface module touchscreen not working correctly and it will go to black screen. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.